Event description:
The customer reported that the subject device displayed error code e315 (scope error), and a leak was suspected from the connector. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported scope error code e315, and found that it was due to corrosion of the scope connector. Based on the results of the legal manufacturer¿s investigation, failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side, may have occurred. However, a definitive root cause could not be determined. Upon further evaluation of the device, service found corrosion in the operating unit and scope connector, due to a fluid leak. The bending angle was lacking due to elongation of the angle wire. There was play in the angle knob due to wear of the angle wire. The bending rubber adhesive was missing. The universal cord was wrinkled, and leak was observed in the universal cord. Scratches were observed on the insertion tube, operation unit, tip cover, switch box, up/down knob, right/left knob, universal cord, the operation side of the universal cord, scope connector, scope connector cover, adjustment ring, control section cover, and control grip. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received, stating that the customer observed the scope error e315 during pre-use inspection. No further information was provided.

Manufacturer narrative:
Added additional information received in event- the customer observed the scope error e315 during pre-use inspection. No further information was provided.